Manufacturer narrative:
As reported, during the use of a 5f mynx control vascular closure device the balloon ruptured. There was reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was fully depressed with the clock symbol visible in the tension indicator window. Button 2 was not depressed with the stopcock open. The procedural sheath was separated from the device. The sealant and syringe were not returned with the device. Per functional analysis, the inflation/deflation test was performed on the balloon of the returned device and results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 3.5 mm from the balloon neck was revealed. A product history record (phr) review of lot f2108902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed. Balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 3.5 mm from the balloon neck. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Vessel characteristics, although not reported, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, during the use of a 5f mynx control vcd the balloon ruptured. There was reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2113301 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a mynx control vcd 6f7f the balloon ruptured. There was reported injury to the patient. The device will be returned for evaluation.